Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification and no off no power alarms were noted. The insulin pump was received with a cracked case at display window corners. The insulin pump was received with a severely scratched display window. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and passed.

Event description:
It was reported that the customer received a motor error and an off no power alert. Customer stated the insulin pump was exposed to wet, sweaty pants and he uses a duracell battery. Advised customer to use energizer battery instead. Customer's blood glucose was 123 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.